Event description:
Customer reports, steel suture was used in the chest cavity during this surgical procedure. Post-operatively, the suture snapped necessitating a reoperation. An x-ray was taken to confirm the suture breakage.

Manufacturer narrative:
Two boxes were returned for eval. Tensile strength testing was performed and all results were within spec. Lot history records were reviewed, and found to be unremarkable with regard to the complaint. No other complaints have been registered against this lot. Co was unable to determine a cause for the reported problem. Co's investigation revealed that under normal conditions of use, this product should have performed satisfactorily.